Manufacturer narrative:
Pump received with excess glue on retainer. Unable to perform the displacement test and p-cap / reservoir will not lock properly due to excess glue on retainer. (B)(4).

Event description:
Information received by the medtronic indicated that the insulin pump had clear plastic ring on the reservoir compartment was failed out. Customer stated that the insulin pump had cosmetic damaged. Customer reported that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.